Event description:
It was reported that the system 9800 required collimator calibration following initialization. There was no adverse patient involvement reported there was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The fluoro function circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.